Event description:
According to the reporter: the power of the handle stopped and a strange loud sound was heard while suddenly the tip of the hook probe breaks off. The tip fell into pt cavity but was retrieved from pt. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500 cc. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).